Manufacturer narrative:
The insulin pump was received unable to vibrate due to broken vibrator red wire. A sensor system alarm test and a motor error alarm occurred during basic occlusion test due to protruding, loose drive support disk. Motor passed motor test. Pump was received with cracked case at display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and broken belt clip.

Event description:
Customer indicated via phone call that the vibration feature on their insulin pump is not working. Through troubleshooting it was found that the act button did not work and a new battery was installed but that did not eliminate either problem. Customer also indicated a motor error alarm on their pump and troubleshooting advised to change out the infusion set. Customer was advised that the device would be replaced and agreed to return the product for analysis.